Event description:
Follow up information identified the patient underwent surgical intervention on (B)(6) 2018 where the scs system was explanted. It was determined the ipg was not inoperable and the ipg was able to communicate with the external devices.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is experiencing discomfort at the ipg site when he sleeps on it which began approximately 7 years ago. The patient stopped recharging and using the device 3 years ago thus the device is now inoperable (reference MFR. Report: 1627487-2018-02199). The patient is requesting to be explanted. Surgical intervention may be pending to address this issue.